Event description:
It was reported the patient had trouble getting coupling bars during recharge. It was noted the patient was able to get two bars after moving the antenna around, but they went away shortly after. It was reported the patient could not get their programmer to navigate and change stimulation. It was noted the patient saw six coupling bars the day of the call. It was reported the patient was using the programmer and upon pressing the programmer power button ¿the thing went off and I nearly passed out.¿ it was noted pressing the minus button did not do anything, but pressing the programmer¿s power button resolved the issue. It was reported the patient could not make adjustments both with and without the antenna. It was noted the patient saw on the recharger that their stimulator was a quarter charged and off. It was reported the patient did not want the programmer to turn their stimulator on and shock them again. It was noted that if the stimulator had not turned off it would have killed them. It was reported the patient was able to sync their programmer with the stimulator and saw the recharge the internal neurostimulator screen. It was noted the patient could not get more than four coupling bars during the last recharge attempt. It was reported the patient no longer had any issues.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740,serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).